Event description:
Device malfunction: suture break. Time of malfunction: during the procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that an xceed stent was successfully implanted in the left popliteal artery. During removal of the stent delivery system (sds), the radiopaque tip separated from the hypotube shaft but remained on the guide wire in the body. The detached tip was completely removed within the sheath. There was no adverse pt effect. Right femoral arteriotomy closure was attempted using a perclose at. When attempting to deploy the device "both sutures were cut". The device was removed and hemostasis was achieved using manual compression. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The xceed nitinol self-expanding transhepatic biliary stent system (part 14842-03, lot 45137-6h) was filed under MFR # 2953144-2008-01611.